Manufacturer narrative:
The unit was returned for repair and was recalibrated and tested. It met all specifications after the calibration was completed.

Event description:
From the paramedic who witnessed the malfunction: the ventilator had strange issue of the pip suddenly showing 6 wothout changing from that number a worsening in patient condition. I had to tap the screen which made it start to work again. It happened again on the transport and again tapping it worked. The vent was pulled offline.